Event description:
The hosp advised that the pump was set up to infuse total parenteral nutrition over a 24 hour period at 7:00 am on october 26, 1999. The rate was set at 10ml/hr and the volume to be infused was set at 1200ml. The pump alarmed infusion complete at 12:00 pm on 10/26/99. Biomedical engineering tested the rate and volume accuracy and no problems were found.